Event description:
The plaintiff's atty alleged that the decedent experienced a sudden cardiac event on or about (B)(6) 2011 during or immediately after dialysis treatment and subsequently expired on (B)(6) 2011.

Manufacturer narrative:
This is one event for the same pt involving three separate products.